Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported allegation of an issue related to sound abatement foam and became degraded and the patient alleged of particles in tubing/chamber, nasal/throat irritation or soreness, short of breath, nauseas, headaches, watery eyes, black particles in device. There was no report of patient harm or injury the device was returned to the manufacturer's quality product investigation laboratory for investigation. External examination observed dust or dirt contamination on the outer surfaces, cracks, crevices, around the outlet port and modem area. Beige contamination was located around the air inlet canal. Internal investigation was performed and located a light grey film of contamination on the inside surface of the front panel and small amount of dark contaminant around where the blower outlet seal would sit on the blower box. Beige contaminant on the inside surface of the blower box below the blower was also observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation or breakdown, and other contaminations found to be sourced from external environmental conditions. Section h6 medical device code, component code, type of investigation, investigation findings and investigation conclusions have been updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.